Event description:
The complainant stated that the bed has no head up function. He has replaced the valve and coil and tried calibration, but the issue remains.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the customer disclosed their investigation.